Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was possibly related to the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4). Implanted: explanted: (B)(6) 2021 product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 2 mg for a total dose of 0.13819 mg/day via an implantable pump. It was reported the patient called on (B)(6) 2021 with complaints of increased pain. The patient no showed to their appointments on (B)(6) 2021, (B)(6) 2021, and on (B)(6) 2021. The patient came in on (B)(6) 2021 for a pump refill and the provider was able to fill the pump. The patient called on (B)(6) 2021 saying their pump had flipped and was causing increased pain. The patient was given an appointment for (B)(6) 2021 in which the patient no showed. It was noted that the patient tied to flip the pump back themselves. It was noted the patient stated they were doing better after they flipped the pump back themselves. The patient called again on (B)(6) 2021 indicating that pump flipped again. The hcp ordered the pump to be checked under fluoroscopy (catheter access port study) and was done on (B)(6) 2021. It was noted that the catheter was found to be completely occluded and will need to be replaced. X-rays were done and showed the catheter tip at l2. It was noted that the pump was in the correct position (flipped the right way). The catheter was explanted/replaced on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter occlusion and pump inversion and the clinical diagnosis was increased pain. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021. No further complications were reported/anticipated.